Event description:
Journal reference: paek sh, han jh, lee jy, kim c, jeon bs, kim dg, electrode position determined by fused images of preoperative and subthalamic nucleus deep brain stimulation. Neurosurgery. 2008;63(5):925-937. The electrode position is important to the surgical outcome after subthalamic nucleus (stn) deep brain stimulation (dbs). The aim of this study was to compare the surgical outcome of parkinson's patients of bilateral stn dbs with the electrode position estimated using fused magnetic resonance imaging. Reportable event: seizures developed in 2 patients but were well controlled with antiepileptic drugs. See mfg report #2182207-2008-08567.

Manufacturer narrative:
.